Event description:
Operating room staff reported harmonic ace 23cm would not hook into its handpiece which made the instrument unusable. Staff opened another handle and it worked the correct way. The item was tested before it was brought to the patient and was never on the field. No delay, no patient involvement.